Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per customer, the qc charts, all three levels of accutni qc have been within the established ranges for the past 30 days. A routine system check was performed on (B)(6) 2011 which passed within instrument specifications. On (B)(6) 2011, a bec field service engineer (fse) performed a preventive maintenance. Fse performed a high sensitivity system check and no issues were noted. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni result within risk stratification ragne for one patient generated by the access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory the sample was redrawn on the same instrument and lower result within the normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.